Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. H3: product analysis of product: 9560524, lot no: my20e001r during the inspection at the time of acceptance, deformation of the handle screw threads was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a patient having spinal thera py. It was reported that there is malfunction on rotating board. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received that the malfunction rotating board was observed at toc. Upon inspection at s & r, thread deformation of hand screw was observed.